Manufacturer narrative:
(B)(4). Batch # x96677. Additional information was requested and the following was obtained: ""please provide more details about ¿scissoring/jamming¿ really. What is it that you need more information on. Clips were scissoring. Clips were getting jammed in the clip applier so they were not forming. Did device not fire clips (jammed)? Did device fire scissored clips? Did a clip cut the vessel? No, but they were not closing providing hemostasis. There was bleeding agent the vessel was transected. If yes, was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? If other, please specify" investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was received with the cartridge cover damaged; due to this condition, no functional testing could be performed to evaluate the reported incident. 9 unformed clips and the broken piece of the cartridge cover were returned with the instrument. However, it is known from the history of the device that the cartridge cover damaged condition may lead to dropping or ejecting clips. The event reported was confirmed and it is related to improper use of the device. A possible cause for the damages found is excessive force applied over the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a panniculectomy, the clips were not fully closing and scissoring/jamming. A new device was used to complete the case with no patient consequences.